Manufacturer narrative:
It was reported that the device was dropping out of the system as well as real time data drop out. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device was dropping out of the system as well as real time data drop out. No consequence or impact to the patient.

Event description:
It was reported that the device was dropping out of the system as well as real time data drop out. No consequence or impact to the patient.

Manufacturer narrative:
Details of complaint: the customer reported a pu-681ra was experiencing communication loss. This was being used with a gz-130, sn (B)(6). The nka ts team provided clinical training on comm loss vs signal loss. There was no further information provided. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as no further information was provided. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is medium. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.